Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 45 mg/dl at the time of the incident. The customer was at 124 mg/dl at the time of the call. The customer was given candy, food, and a tube of glucose to treat. The customer experienced symptoms such as being shaky and loss of consciousness. The customer was wearing the insulin pump during the incident. The hospital felt that the pump may have over delivered, but the customer feels comfortable with the pump as no other incidents have occurred since the last. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.